Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll medical representative performed an investigation at the customer's site. The device was put through extensive testing without duplicating the malfunction and was found to perform to specification. The device was recertified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to convert the heart rhythm of a (B)(6) male patient, the device failed to discharge via external paddles. Complainant indicated that the clinician turned the device off and then back on, to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.